Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the aspiration needle tore through the sheath on the 21g aspiration needle for bronchoscopy specimens. The issue was found during a bronchoscopy procedure. There were no reports of patient harm.

Event description:
Olympus was made aware of the event via FDA notification.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5, e4 and g2 "other" because the event was reported to olympus via the FDA. Three attempts were performed to obtain additional information, but no response was received from the customer. The subject device was manufactured in june 2023, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the following mechanisms: 1. The distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. 2. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. 3. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. 4. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. Since the device was not returned, a definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: ·"take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.